Event description:
The initial reporter received questionable ise results for multiple patient samples tested on a cobas 8000 cobas ise module. The customer provided an example of discrepant results for 1 patient sample tested for ise indirect k, ci for gen.2. The initial k result was 4.4 mmol/l. The repeat result on another cobas ise module was 3.6 mmol/l. The initial cl result was 132 mmol/l. The repeat result on another cobas ise module was 106 mmol/l. The customer received a negative ion gap error at the time of the event which prompted them to repeat the sample. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The k electrode serial number is (B)(4) and the expiration date is 31-oct-2022. The cl electrode serial number is (B)(4) and the expiration date is 15-aug-2022.

Manufacturer narrative:
The field service engineer (fse) found two clogged valves which were causing no reference solution to flow. There was also sipper tubing that was not completely screwed into the ise block. The fse replaced the clogged valves and tightened the sipper tubing fitting. Ise checks were performed without any erratic results. The customer ran calibrations and qc successfully. The service actions performed resolved the issue.